Event description:
Information was received from a user facility (uf) via manufacturer representative regarding a spinal product that was used in an unknown spinal therapy. It was reported that there is lock failure, breakage of the fixation part. The patient involvement in the event is unknown and no further complications or symptoms were reported. Additional information received from manufacturer representative that the event occurred during prior to use and hence no patient is involved in the event. The reported product can be used for endoscopic herniated disc removal. Additional information received from manufacturer representative that the device was used numerous times and not an initial defect.

Manufacturer narrative:
G2: country of origin is japan h3: product analysis of product no:955-525; lotno:97298r it was found that the joint was loose, and the handle assembly came off during the incoming inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.